Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it pocket was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it pocket was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that a failed pocket could not be recovered. The field service engineer (fse) troubleshot the station main half-height legacy drawer, which was not opening cubies. It was found that the moab appeared to be failing. After replacing the fuse and retractor band, there was no improvement, and a muscle wire issue persisted. The moab was identified as needing replacement. The fse continued troubleshooting as drawer failed periodically and could not recover. Although the moab was operating correctly during testing, due to its ongoing failure issues, it was replaced. The drawer was tested in diagnostics and with the customer, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.